Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. During the revision the femoral head & acetabular cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the head, this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical records were reviewed. Without the implantation and pre-revision x-rays, the initial implant anatomical placement and extent of femoral component subsidence cannot be determined and cannot be ruled out as a contributory factor to the reported black stained tissue and soft tissue mass noted intraoperatively. Additionally, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported adverse tissue reaction and reported metallosis, and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a left bhr construct was implanted on (B)(6) 2009, plaintiff experienced pain, possible infection, and femoral component subsidence. A two-stage revision surgery was performed to treat these adverse events. First stage surgery was performed on (B)(6) 2012, during this surgery both the femoral head and cup were explanted. During the surgery a sciatic nerve injury was identified, and a significant amount of grayish black staining tissue with a large mass of soft tissue especially inferiorly of the acetabulum resembling a granulomatous reaction was found. An antibiotic spacer was placed. The second stage surgery was performed on 04-oct-2012 after the cultures taken from the previous surgery returned negative. During this surgery the spacer was removed, and the joint was revised to a tha. Patient outcome is unknown.

Event description:
It was reported that bilateral hip revision surgery (this side left) was performed due to metallosis, as indicated by grayish black staining of the tissue near the left implant.